Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) was unable to capture and was not driving the pacing rate. Troubleshooting steps were taken to test the epg for rate, output, and pulse width, and all parameters were found to be within tolerance. The device had been set to 10 milliampere (ma), with atrial output measuring 9.97 to 9.98 ma and a pulse width of 0.952 milliseconds (ms), while the ventricular output measured 10.1 ma with a pulse width of 1.44 ms. Troubleshooting tests were performed using the same battery, which was confirmed to be good, and with the same cables. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg) was unable to capture and was not driving the pacing rate. It was noted that hanger assembly was broken. The upper case gasket was damaged. Additionally, it was noted that the liquid crystal display (lcd) silicon was damaged. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.